Event description:
Facility reports that staff rn was helping an acute pt perform an exchange. The rn had hung the solution and solution was running into the patient and the rn left the room. The rn returned to find a leak had occurred from the top seam of the bag. Subsequently the patient developed peritonitis. The sample is not available for evaluation.